Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate ii lvas. Multiple attempts for additional information were made and no further detail was provided. A direct correlation between heartmate ii lvas, and the reported events could not conclusively be established through this evaluation. The account submitted log files for review. 210 pi events were recorded throughout the log file. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient had persistent hemolysis on warfarin. The account also reported that the patient is not a surgical candidate due to history of gi bleeding, right heart dysfunction, and thoracic aortic aneurysm. The patient is currently a do-not-resuscitate order/intubate (dnr/I), with plans for ongoing medical management the hmii lvas IFU lists hemolysis, bleeding, and right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account submitted log files for review. 210 pi events were recorded throughout the log file. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient had persistent hemolysis on warfarin. The account also reported that the patient is not a surgical candidate due to history of gi bleeding, right heart dysfunction, and thoracic aortic aneurysm. The patient is currently a do-not-resuscitate order/intubate (dnr/I), with plans for ongoing medical management the patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists hemolysis, bleeding, and right heart failure as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 26aug2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file was submitted for patient with persistent hemolysis on warfarin, not a surgical candidate due to history of bleeding, right heart dysfunction and thoracic aortic aneurysm. Currently a do-not-resuscitate order /intubate (dnr/I), with plans for ongoing medical management. Log file submitted revealed 210 pulsatility index (pi) events that were occurring in approximately 2 day 17 hours. All pi events will cause the pump speed to drop to its low speed limit. Additional information was requested but not provided.